Manufacturer narrative:
.

Event description:
It was reported that a patient experienced pneumothorax during vns generator replacement surgery. The patient had a chest tube placed and was kept in the hospital for a few days.

Manufacturer narrative:
UDI of suspect device: (B)(4). Brand name, corrected data: initial report inadvertently left off the brand name of the suspect device. Product information, corrected data: initial report inadvertently left off the product information of the suspect device. Device manufacture date, corrected data: initial MDR inadvertently left off the manufacture date of the suspect device. Additional manufacturer narrative, corrected data: initial MDR inadvertently left off the UDI of the suspect device.

Event description:
The physician reported that the patient continued to heal post surgery. No further relevant information has been received to date.

Event description:
Operative notes from the day of surgery were received and indicated that the anesthesia and intubation were performed without difficulty. Sterile technique was used throughout and electrocautery was used for dissection to the site. It was noted that a large amount of scar tissue was noted to be encasing the leads, which required "tedious dissection" in order to remove the lead from the nerve. Once removed, the lead was placed in standard fashion with a strain relief loop. "Some air bubbling was noted after creation of the pocket for the strain relief loop". This was to be "addressed postoperatively" with a chest x-ray. The replacement generator was them placed and diagnostics indicated ok status checks. The generator was secured and the pocket was closed. An incision was then made through the old scar and electrocautery was used to expose the m102 generator. The old vns system was removed, and the pocket was irrigated and closed. All sponge and needle counts were as expected at the end of the procedure. A chest x-ray was ordered in the recovery room. The patient was extubated, awoken and transported to recovery in stable condition. No additional, relevant information was received to date.